Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the blood glucose (bg) was "hi" (higher than 600mg/dl). Patient bolused 3 times, and got it down to 137mg/dl; reports symptoms of a headache and blurred vision. Review of prime history reveals patient does not complete the fill cannula step when the changing infusion set, and customer support attributed the bg excursion to training misuse. Troubleshooting found no issue with the pump. This complaint is being reported as the patient experienced hyperglycemia related to use error.